Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/14/2017, that on (B)(6) 2017, the patient experienced intermittent alerts from their receiver and an adverse event. The patient's nurse practitioner contacted dexcom to report that the patient had low blood glucose (bg) of less than 30mg/dl, two nights in a row with no alerts from their receiver. On (B)(6) 2017 at around 4:45am, the patient's husband woke up to check on the patient. It was reported that the patient was laying partly off the bed, grunting and twitching. The patient started to get up but fell back on the bed. The patient would not open their mouth for their husband to give them sugar. The patient's husband tried to use a new glucagon kit but the needle was bent. The patient's husband immediately called 911. The paramedics arrived at around 5:00am and started glucose intravenous (IV) therapy. It was indicated that the paramedics tried to check the patient's blood sugar but their blood sugar was too low to measure. The patient eventually responded and the paramedics left. Patient's husband was alerted to the low event by the patient's phone. The patient's husband indicated that while the receiver was not alarming during the event, it started alarming after the patient's blood sugar started back up. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.